Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to a fast draining battery. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring a non-healthcare professional transported the customer to a hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of unspecified "intravenous fluid" for a diagnosis of hyperglycemia. Additionally, it was reported the hcp also provided "sugar water" and "took customer off insulin" but it is unclear when this occurred in relation to the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on device and no issues were observed. Usb port was not functioning or connecting to masterm but no damage was observed. Visually inspected the usb/charging cable and no issues, opens, or shorts were observed. Usb/charging cable passed testing. Visually inspected the power adapter and no issues were observed. De-cased the reader and no issues were observed upon visual inspection. Additional testing has been performed for this issue and the power adapter passed load testing. Power consumption test was performed and issue was not confirmed due to fast draining battery not observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date "a week ago" prior to abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.